Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a definitive cause for the reported pericardial effusion could not be confirmed. The reported patient effect of pericardial effusion is listed in the mitraclip system gen 4 instructions for use as a known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed for pericardial effusion and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted calcified posterior leaflets. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed, reducing mr. However, the echocardiogram showed a pericardial effusion (pe) on the posterior side of the mitral valve. Pericardiocentesis was performed and the patient is stable. One clip implanted, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.